Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not turning on during setup. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the light emitting diodes (leds) were not illuminated on the front panel when the device was plugged into alternating current (ac) power and 115-volt ac was present at the power cord at the back of the device. The customer verified that the 24-volt direct current (dc) was not present at the j1 connector of the power management (pm) printed circuit board assembly (pcba). The customer requested the power information for the power supply to order a replacement. In a good faith effort (gfe) response received from the customer, it was confirmed that the power supply was ordered and replaced to resolve the device issue. The customer stated that they completed an extended self-test (est) and functional testing to confirm that the device returned to full functionality. The device was returned to use.